Event description:
Implant became loose one year after prosthetic restoration. Stability was achieved but osseointegration was not achieved. The oral cavity was asymptomatic. Bone quality was type iii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post loading implant failure. Patient medical history is thoroughly to be assessed prior to procedure as described in the instructions for use.

Event description:
Implant became loose one year after prosthetic restoration. Stability was achieved but osseointegration was not achieved. The oral cavity was asymptomatic. Bone quality was type iii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post loading implant failure most likely from lack of osseointegration.